Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil fractured and the patient alert had triggered for high (svc) impedance. It was also reported that there was a question as to whether the svc coil could be turned off. It was further reported that the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed. The distal conductor and defibrillation conductor were fractured. The defibrillation conductor was distorted and fractured (overstress.) The outer tubing overlay had cosmetic environment stress cracking (esc) and outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.